Event description:
It was reported that the biomed had an arctic sun device that was not filling.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. It was determined that the device has a bad circulation pump, sending biomed a quote for the part to replace in biomed. Device will not return for repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.